Event description:
A report was received that the patient underwent an explant due to an infection at ipg site. The patient's symptoms were fever and body ache. The patient was given oral and intravenous antibiotics and there was no redness or soreness at the ipg site. The physician believes was procedure related. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-70 serial: (B)(4) description: artisan surgical lead, 70cm explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.